Event description:
Per independent repair center statement the unit has low o2 or yellow light. The key failure was the pe valve for the sieve beds was defective. Additional malfunctions in the zip ties for the sieve beds needed to be replaced.